Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that they had an issue with pacing in demand mode. The involved patient died, but the customer stated that the device did not impact patient outcome.